Event description:
It is reported by pt's attorney that pt underwent a right knee fusion on (B) (6) 2009. Post-op, she experienced pain and drainage. On (B) (6) 2009, the surgeon operated on the right knee and pulled the tibial nail out with vice grip pliers.

Manufacturer narrative:
Eval summary: no product or radiographs were returned for eval. Based on the available info, a definitive root cause be ascertained. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.